Event description:
It was reported that on (B)(6) 2008, a 4.0 x15mm vision bare metal stent was implanted in the ostium of the right coronary artery (rca). On (B)(6) 2008, the patient presented with unstable angina and dyspnea. On (B)(6) 2008, cutting balloon angioplasty was done due to the severe calcification and a 4.0 x 28mm xience v stent was implanted in the proximal rca to treat in-stent restenosis of the vision stent. There was no adverse patient sequela and on (B)(6) 2008, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the multi link vision rx and otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.